Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. It was reported the pt experiences a heating sensation when the stimulation is in use. In addition, when the pt comes in contact with other people during her stimulation use, she reported a high amount of static electricity. The pt is currently working with her physician to determine the next course of action. According to the manufacturer's device registration system, the ipg remains implanted. No further pt complications were reported.